Event description:
Patient reported right side "rupture," "popped, and burn a little bit." Device remains implanted. Healthcare professional later reported "it was difficult to tell via in-office sonogram."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h6.

Event description:
Healthcare professional confirmed "there was no rupture". Device has been explanted.